Event description:
It was observed during a periodic review of the manufacturer¿s programming history database that high impedance was observed on patient's vns. The last settings and diagnostics prior to this date were from approximately six years prior. The vns was also found to have been disabled per the data present in the database. Follow up revealed that the vns was disabled as a result of the observed high impedance. There was no known trauma or patient manipulation that could have contributed to the event. X-rays were performed and reviewed by the neurosurgeon. There was no indication of any discontinuity. The patient was unable to undergo exploratory surgery due to unrelated health problems. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.